Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. (B)(4).

Event description:
It was reported that 2 unspecified bd syringes had volumetric accuracy error during use. The following was reported by the initial reporter: "it was reported that the customer received two syringes one allows them to get 6 doses out of the vial, the other only permits 5. Verbatim: received 2 different syringes, one allows them to get 6 doses out of the vial, the other only permits 5".